Event description:
Additional information received from the patient reported that she did not really know the circumstances that led to not getting therapeutic benefit and not feeling stimulation. The patient had called many times but could not get anyone on the phone to set up an appointment. No steps had been taken to resolve the issues due to not being able to schedule an appointment.

Event description:
The patient reported that "it" was not working. It was clarified that the implant was not working. The patient had thought it was the patient programmer (pp) so she replaced the batteries but then realized the issue was not with the pp. She was not getting any therapeutic relief and was not feeling stimulation. Therapy was on. The patient synced during the call and confirmed therapy was on and was at 3.7. The patient was going to follow up with her healthcare provider (hcp). This had occurred in the "last of (B)(6)" of 2016. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.